Event description:
Caller reported damage to the pump housing and usb port, specifically affecting the usb pins, which impacted the ability to charge the pump and caused it to shut down. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging a replacement pump, confirming the shipping address, and ensuring the current pump was under warranty. The customer was instructed to use multiple daily injections as backup therapy and to return the damaged pump with a prepaid label within 10 days after placing it in storage mode.